Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a 31 mm epic valve was implanted. On (B)(6) 2016, the valve was explanted due to dyspnea and structural valve degeneration with regurgitation.

Manufacturer narrative:
The results of this investigation concluded cusps 2 and 3 contained tears. There were calcifications in all three cusps. Cusps 1 and 2 contained a thin layer of fibrin. There was thinning and loss of collagen fibers in cusps 2 and 3. Cusp 2 contained calcifications. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tears, and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.